Event description:
During intervention the first obtuse marginal artery was pre-dilated with balloon catheter. Integrity rx bare metal stent was placed but would not cross the lesion. The stent catheter was then removed from the body. A second stent of the same type and smaller size was introduced into the guide catheter. At that time it was discovered that the first stent was not on the stent catheter and was visualized on x-ray to be in the first obtuse marginal and partially out in the circumflex artery. Multiple attempts were made to retrieve the stent with snare without success.